Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm512.1 implantable collamer lens of -8.0 diopter was implanted in the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged for a toric model lens due to refractive surprise. Status of the eye is reported as "resolved." Cause of the event is user error. Reportedly, "needed a toric rather than a spherical lens."

Manufacturer narrative:
G3: supp1 date: 10/04/2022. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found a haptic torn lens. Dimensional and functional inspection found lens to be within specifications. Claim# (B)(4).